Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter (sgc) was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pseudoaneurysm. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3 mitral regurgitation (mr). On (B)(6) 2018 the patient had a pseudoaneurysm in the right femoral artery. The condition was treated with antibiotics and other medication. The condition resolved on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effect of pseudoaneurysm, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.